Event description:
A customer reported a malfunction indicated by error code 199 on their pump. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Tandem technical support confirmed the malfunction was not resettable and arranged to replace the pump. The customer planned to use multiple daily injections (mdi) for insulin delivery in the meantime and was instructed on how to put the pump into storage mode before returning it to tandem using a pre-paid label.